Event description:
Customer alleged the right front wheel of the rollator bent. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 65100, serial number/date code (B)(4) is approximately 5 years and 6 months old. The owner's manual part number (B)(4) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; the right front wheel of the rollator bent. The dealer confirms the bent wheel and gave the customer a price for the replacement part number (B)(4). The dealer is waiting to receive confirmation from the user's father to replace part. The user does not allege injury. The continue use of the malfunctioning device is a potential for injury. MDR filed.